Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 220 units. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose. Reportedly, the customer's insulin gauge began to decrease as intended.